Event description:
The report received from the affiliate indicated that during an interventional procedure while implanting a cypher 3.5 x 13 mm stent, the stent delivery system (sds) balloon ruptured at 14 atm. The inflation time/duration was unknown. The target lesion was the proximal/distal circumflex. The lesion was reported to be: de novo, moderately calcified, slightly tortuous, and a 75% stenosis. The lesion was pre-dilated with a kongou 3.0 x 20 mm balloon inflation pressure/duration unknown. The stent was not apposed properly to the vessel wall and was post-dilated with a high-pressure apollo 3.5 x 10 mm balloon inflation pressure/duration unknown. The procedure was successfully completed. There was no reported patient injury. The patient was reported to be doing fine at the time of the report.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.